Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed a 22g insyte autoguard unit with other components. The insyte autoguard unit was shown without the needle cover and with the catheter separate from the needle. The needle partially extended from the shield (grip/barrel). What appeared to be blood residue was observed in the needle hub and within the catheter adapter. The safety mechanism had been activated and as the needle appeared to be partially retracted, the reported issue was confirmed as the needle partially retracted. The photo provided for this incident did not present sufficient evidence to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
No additional information.

Event description:
It was reported that bd iag bc pro global needle did not retract. The following information was provided by the initial reporter: post cannulation, staff member attempted to retract needle post flashback - not able to. Manually removed same and tried again - didn't work. Disposed of same - however, took photo to show same - looks as if there was an issue with the spring.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.